Event description:
The customer reported that the x-ray tube is arcing when it is put into a lateral position. No patient injury was reported.

Manufacturer narrative:
The service rep regreased cables at tube and tank. Performed high voltage test with no problems. System functions as intended.